Event description:
Customer reports: there is an issue with the replogle suction catheter. The replogle was in place at the start of the rn's shift and was found occluded; it would not aspirate or flush with air.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. A sample analysis could not be performed since no photographs or samples or were provided for evaluation. A root cause could not be attributed to a manufacturing/production process. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing facility will continue monitor the process, customer complaints and feedback notifications for any adverse trends that require immediate attention. In case of a repeated issues and/or reoccurrence, new investigation for the specific events would be carried out for each case.

Event description:
Additional information was obtained on (B)(6) 2022 during a phone conversation with nurse bleiler in which she stated that the baby experienced a lot of abdominal distention as a result of the occlusion because the device was not suctioning. The device was replaced and the baby was suctioned with no further medical intervention required.

Manufacturer narrative:
Section b3: - describe event or problem - additional information was received on 4/14/22 and the event description has been updated. Section h6: - health effect - clinical code: initially, this was coded as 4582 however additional information has been received therefore the coding has been updated to code 2601. Section h6: - health effect - impact code: initially, this was coded as 2199 however additional information has been received therefore the coding has been updated to code 4629 & 4627. Section h6: - medical device problem code - initially, the added code 1146 was not included however additional information has been received therefore the code has been added.